Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2xmrv, implanted: (B)(6) 2024, product type: lead section d information references the main component of the system. Other relevant device(s) are: ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device is no longer helping her symptoms. Patient states she is not feeling stimulation on current setting. Patient increased stim to 10 and was not able to feel anything. Patient also tried a different program and was also not able to feel anything. Patient service specialist asked if patient had any falls/trauma and patient states no, but is careful about bending. Patient mentioned that they dropped their keys and had to bend down to put on her shoes but nothing out of the ordinary. Patient also mentioned that the frequency has come back. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the patient not feeling stimulation was determined and it was due to the lead being out of place. The lead was revised on (B)(6) 2024. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and the manufacturer representative (rep). The patient stated that since their lead revision, the issue with not feeling stimulation had been resolved. It was working but not helping their symptoms. The rep stated that it was determined that the lead was pushed in.